Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? No information. What vessel or structure was the device fired on at the time of the event? Blood vessel. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Yes, a higher resistance was felt. Were any unexpected noises heard? If so, when? Yes, while firing. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes. Did the surgeon try to pull the trigger from the handle? Yes. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? Yes. How was the device removed? By returning the trigger to the original position by hand. Was there any tissue damage? No information. If so, how was it repaired? Both sides of the target tissue were fired with another device and cut.

Event description:
It was reported that during a lap sigmoidectomy, the jaw could not open, clamping the vessel. The device was released manually. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis result for the instrument found that it was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.